Event description:
It was reported that the patient was not getting an adequate pain relief. It was also noted that the patients ipg was difficult to be charged. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.